Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited low, out of range defibrillation impedance. Programming changes were made. There were no patient consequences.